Manufacturer narrative:
The stealth archive of the patient exam was requested for analysis, but was blank. The system has been used numerous times since without issue. Unable to determine cause of the alleged inaccuracy.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy of approximately 1cm. Accuracy on the surface, after registration, was good. The inaccuracy occurred as the surgeon moved below the surface. After the incision was closed, the surgeon again checked accuracy on the surface and it was good. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation not completed at time of this report.